Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the potts scissors instrument had a broken pulley wire. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the potts scisscors instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The potts scissors instrument was analyzed and found to have a frayed grip cable at the distal end on the grip hub. Some bundles/filaments of the cable were frayed but the cable is not fully broken as reported by the customer. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.